Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 core unit (c8000). No erroneous results were reported outside of the laboratory. The sample initially resulted as > 10000 iu/ml. The sample was diluted 1:20 and repeated, resulting as 19000 iu/ml. The sample was also diluted 1:20 and repeated a second time, resulting as 136835 iu/ml. The 136835 iu/ml value was more consistent with the clinical expectations for the patient. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 2105103, with an expiration date of 31-may-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.